Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed blister and a rash on her back. No reports that the blisters were open or weeping. The patient's doctor suggested removing the device to let her skin heal. During a follow-up, it was reported that the patient's irritation improved after removing the device.